Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that impactor tip was broken in surgery, no delay of the case occurred. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the emsys lnr imp tip 40 was broken in four pieces across the threaded area. The broken fragments were returned for evaluation. The observed condition of the device can be attributed to unintended use error by improper alignment and care when assembling mating device, a combination of heavy use and off axis impactions resulting in damage around the threads. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the emsys lnr imp tip 40 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that impactor tip was broken in surgery, no delay of the case occurred. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team forwarded the complaint unit to the materials team for further assessment. Visual analysis of the returned device found that the emsys lnr imp tip 40 was fractured into four distinct fragments. The broken fragments were returned for evaluation. The observed condition of the device it is apparent that the initiation occurred within the threads, specifically at the third most proximal thread, consistent with observations from other impactor tips evaluated and consistent with the mating component being fully threaded. All fracture features identified are indicative of an overload fracture, confirming that the fracture was caused by loading that exceeded the ultimate strength of the material.there was no evidence of material or manufacturing defects. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the emsys lnr imp tip 40 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that impactor tip was broken in surgery. There was no surgical delay.